Event description:
On july 4th if was observed that the pin of the lv lead was internationally not connected to the device. The physician observed a loss of capture in medtronic lv lead and the pacing impedance was higher than 2000 ohms. Possible lead fracture. Hospital de s bernardo, portugal. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).